Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was duplicated and attributed to an expired real time clock coin battery on the system board. The system board real time clock coin battery was replaced to remedy the report. Zoll medical corporation recommends replacement of the real time clock coin battery on the system board every 5 years. This device is approximately 8 years old from date of manufacture. Analysis of reports of this type has not identified an increase in trend.